Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited the adhesive part of the objective lens was peeling off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide new and updated information: h4, h8.

Event description:
No additional information received from customer.